Event description:
Pt delivered via normal spontaneous vaginal delivery with vacuum assist. Apgars 4/7. Pt given blow - by oxygen and began having distress with poor perfusion. Pt head size increased from 36cm to 41cm. CT revealed that pt had sustained epidural hematoma with active bleeding and extensive bilateral scalp hematomas. Pt to or for evacuation of hematomas.